Event description:
Swan-ganz paceport catheter malfunctioned; readings clearly inaccurate and resulted in inappropriate pt management initially. Old catheter replaced with a new one; problem resolved.